Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement and no further escalation is required per (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement and no further escalation is required per (B)(4).

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # 1(B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: report pcu detected error 133.6080 upon power up was confirmed. Failure investigation is isolated the cause of error 133.6080 to backup speaker part number (B)(4). Opened inductor r3 of the backup speaker circuitry is the main cause of report failure. Conclusion: opened inductor r3 of the backup speaker circuitry is the main cause of report backup speaker failure, error code 133.6080 during the check in process. Rework: recommend replacing back up speaker. The speaker assembly part number (B)(4) was removed and forwarded to qe for further failure investigation disposition route to production for normal process.